Manufacturer narrative:
There was no patient involvement. (B)(4). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
(B)(4) received a report that an s5 roller pump touch screen became unresponsive during setup. There was no patient involvement.